Manufacturer narrative:
The customer reported that the cns would not boot into windows after an apparent shutdown. The customer could not clarify if this was a spontaneous shutdown or if a controlled reboot was performed by a member of the staff. They would like to send the unit in for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that the central nurse's station (cns) would not boot into windows after an apparent shutdown. The customer could not clarify if this was a spontaneous shutdown or if a controlled reboot was performed by a member of the staff.

Event description:
The customer reported that the central nurse's station (cns) would not boot into windows after an apparent shutdown. The customer could not clarify if this was a spontaneous shutdown or if a controlled reboot was performed by a member of the staff.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at (B)(6) reported the following issue with central nurse's station (cns) pu-621ra; sn-(B)(6), from patient monitoring: the cns would not boot into windows after an apparent shutdown. They were unaware as to whether it was a spontaneous shutdown or a controlled reboot by another staff member. Service requested: repair. Service performed: troubleshooting was done on (B)(6) 2020. Nk ts advised the customer to turn off the cns, remove hdd0, and replace it with hdd1. The unit would not power off the hdd1 when it was in port 0. Ts had him try the hdd0 in port 0 as well, just to see if either drive would work. He tried them both and neither could bring it out of bios and showed a "system not found" error message. Customer sent the unit in for repair on (B)(6) 2020. On (B)(6) 2020, the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. The reported problem was duplicated. Nk's repair center replaced both hard drives (9000006111a), re-imaged to software version 05-01, which resolved the issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operates to the manufacturer's specifications. The repaired device was shipped back to the customer on (B)(6)2020. No issues have been reported since. Investigation summary: the root cause of the issue was determined to be degraded hard drives. The overall risk of this event, taking into consideration of severity and probability, is "high".